Event description:
During preventative maintenance of the device, the service technician reported the safety shield on the monitor had a hole in it. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.